Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) impedance. The physician decided to program the svc coil to off and the alerts for svc impedance were also turned off. The lead remains in use. No patient complications have been reported as a result of this event.